Event description:
A male pt presented with a fractured l2 vertebrae and underwent an l2 corpectomy in (B)(6) 2013, during which a vbr device and bilateral pedicle screws were implanted. The posterior stabilization was implanted at t12 and l1 to l3. F/u radiographs depicted the vbr implant had reduced in height. No radiographs were provided to determine the extent of vbr height reduction. Revision surgery was performed (B)(6) 2013, during which the vbr device was removed and replaced. There were no further complications and the pt is reported to be doing well post-revision.

Manufacturer narrative:
(B)(4). The pt's activity level and adherence to post-operative care instructions is unk. The affected product was explanted and provided to nuvasive for eval. The set/locking screw was not present in the returned vbr implant and it is unclear if it was still contained in the implant when the surgeon explanted it. Root cause of the reported event is unk at this time. The explanted device is currently being analyzed. Should relevant details became available, a f/u report will be filed. Mfg records for the lot were reviewed and no non-conformances or deviations were noted that may have caused or contributed to this mode of failure. See scanned page.